Manufacturer narrative:
(B)(4). Batch # u5ae4d. Investigation summary: the analysis found that one ec60a device was returned with the jaws and closing trigger in an open position, with one gst60w reload loaded in the device. The reload was received fully fired and with damage on the cartridge deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown surgery, the device would not fire. Changed to a new device to complete the surgery. An extra 2cm intestine was truncated. The patient was discharged from the hospital and there were no patient consequences. No additional information can be provided.